Event description:
Had the essure device implanted after my last child, have been experiencing side effects including joint pain, hair loss, fatigue, unexplained weight gain/ bloating, and heavy, painful periods since having the device for 1 year. I have also been having issues with polyps in my uterus and ovarian cysts. I have also developed an allergy to cobalt, which is a catalyst to making the polyester resin used to make essure's pet fibers. I now have to undergo a total hysterectomy and have my tubes removed to hopefully correct the problems. This procedure is scheduled for (B)(6) 2018.